Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was not reproduced. A probable cause was water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. However, the root cause could not be specified as the subject device was repaired by a third-party agency due to non-olympus parts were used on the device. On the other hand, after aeration, the image was reported as ¿fine¿. No further information could be obtained. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was defective due to an error e315 that displayed (device is not supported). The issue was found during preparation for use during an unspecified diagnostic (endoscopy) procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the sporicidal failure cannot be confirmed but occurrence is likely. In addition other issues found included a leak was coming from the scope cover or grip, the plastic distal end cover insulation had a leak, and there was no image but after aeration was ok. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.